Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v008387, implanted: (B)(6) 2006, product type: lead. Product ID: 3998, lot# v008387, implanted: (B)(6) 2006, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient told her healthcare provider (hcp) that the device didn¿t even work anymore and ¿the leads weren¿t connected.¿ the hcp noted that they wanted MRI guidelines, and the need for an MRI was for the patient¿s implantable neurostimulator (ins) and therapy. The patient reported that her lead was broke and that the patient needed surgery to fix the problem. Information regarding cause of lead break, if the lead was explanted, and patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.